Manufacturer narrative:
Product event summary: the waist pack was returned for evaluation. Failure analysis of the returned waist pack revealed damaged controller pocket seams. This affected the ability to adequately secure and carry the system. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to wear and/or to the handling of the unit. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's waist pack had a torn case. The waist pack was exchanged. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.